Event description:
Caller reported a malfunction on pump, identified as malf 12, with a related fault ID available. No notable events occurred prior to malfunction. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.